Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2013-03046. It was reported that following a coronary artery stenting treatment procedure, the patient had angina and in-stent restenosis. In (B)(6) 2012, the patient presented due to stable angina (ccs classification 4) and was referred for cardiac catheterization. The de novo target lesion was a long lesion extending from proximal to mid left anterior descending artery (lad) with 90% stenosis and was 15mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x16mm promus element plus stent. Following stent placement a grade a dissection was noted, which was treated with placement of another 2.50x20mm promus element plus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to chest pain and was diagnosed as unstable angina. The patient was hospitalized on the same day and was referred for cardiac catheterization. 90% restenosis was noted in the previously placed study stent in proximal lad, which was treated with the placement of a 3.00x12mm non-bsc stent with 0% residual stenosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).